Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral inner thighs on (B)(6) 2017 using coolfit, and to bilateral flanks/love handles on (B)(6) 2017 using coolcurve+ who developed paradoxical hyperplasia (pah/ph) about 1 year after treatment. Ph was described as increased fat and dense, difficult to be massaged. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the inner thighs and flanks/love handles.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral inner thighs on (B)(6)2017 using coolfit, and to bilateral flanks/love handles on (B)(6)2017 using coolcurve+ who developed paradoxical hyperplasia (pah/ph) about 1 year after treatment. Ph was described as increased fat and dense, difficult to be massaged. On (B)(6)2019, the patient was assessed by a physician who diagnosed the inner thighs and flanks/love handles.

Manufacturer narrative:
Corrected data: h7., h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral inner thighs on (B)(6) 2017 using coolfit, and to bilateral flanks/love handles on (B)(6) 2017 using coolcurve+ who developed paradoxical hyperplasia (pah/ph) about 1 year after treatment. Ph was described as increased fat and dense, difficult to be massaged. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the inner thighs and flanks/love handles.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.